Manufacturer narrative:
Report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a spinal cord stimulator since 2004 and had the battery replaced with a rechargeable one. The patient was told that it could move, and unfortunately it had. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was referred to their healthcare professional. It was unknown if the event was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.